Event description:
It was reported that the implantable pulse generator (ipg) battery depleted earlier than expected. The ipg was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed a battery issue. Performance data was collected from the device and analyzed. Analysis revealed a false trigger of end of life (eol)/end of service (eos)/ elective replacement indicator (eri)/ recommended replacement time (rrt). This device was included in that field action and returned product testing found the device did not perform as described in the field action.